Manufacturer narrative:
The insulin pump was received with intermittent button response on all the buttons due to flattened and creased button dome switches. No unlocked lcd keypad connector during our visual inspection. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly noted. The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was able to download properly to carelink. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the buttons were sticking. The customer stated that they were having high blood glucose over 400 mg/dl at the time of incident. The customer mentioned that they were also having issues with leakage and blood at site. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.